Event description:
It was reported that a malfunction occurred, possibly due to the device getting wet from the rain. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump.